Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40-50 mg/dl. Customer declined to provide any further information or follow up. Reportedly, the customer would work with healthcare provider to adjust settings.